Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for evalution? - yes. D10. Returned to manufacturer on: 16-dec-2024. H3. Device eval by manufacturer- yes. Investigation summary - bd received two (2) photos for investigation. After review and analysis of the customer photos, no unit label is seen on one tube within the photo. Bd received (B)(4) samples, and one sample was found without a label. Additionally, 30 retained samples underwent a visual inspection for missing labels, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode missing label based on customer photo and return analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® serum plus blood collection tubes there was a missing tube label on one device. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® serum plus blood collection tubes there was a missing tube label on one device. There were no health consequences or impacts reported.